Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support center (hsc) specialist evaluated the instrument data. Quality controls were within range on the day of the event. The data indicated an issue with the samples or sample delivery. Hsc concluded that there was insufficient data to determine the cause of event. The cause of the discordant, falsely low vancomycin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low vancomycin results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting falsely low for (B)(6) and as expected for patient (B)(6). Sample (B)(6) was repeated five times on an alternate dimension vista instrument, resulting higher. The sample was then repeated on the original instrument and the result matched the repeats obtained on the alternate dimension vista instrument. Sample (B)(6) was repeated twice on an alternate dimension vista instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin results.